Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) /2015 with the following findings: review of the black box data revealed multiple records of call service alarms (064) with high force alarms that occurred due to occlusion during the priming step. The last delivered basal dose was recorded on (B)(6)2014 at 09:31 am. The total daily dose amount accurately reflected the programmed rate. Records show the pump had been powered off from (B)(6) 2014 at 11:01 am until(B)(6) 2014 at 11:30 am. On investigation the pump was exercised for 24 hours. Ez-prime steps were successfully completed and there was no occurrence of call service alarm, errors, warnings or other alarms during the investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged issue and the pump was found to be delivering insulin as intended. Unrelated to the original complaint, the display screen was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 436 mg/dl with vomiting, abdominal pain, and symptoms of dehydration (dizzy, lightheaded) associated with a call service alarm issue. Reportedly, the patient discontinued the insulin pump and was treated in the emergency room with insulin via injection and IV fluids. During troubleshooting with customer technical support (cts), the user was able to reboot the pump and prime and complete an air bolus without a recurring cs 064 alarm. It was determined by cts that the user did not have the correction infusion set insertion technique and site maintenance. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in having the incorrect infusion set insertion technique and site maintenance.